Event description:
It was reported that the burr got stuck and separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 1.50mm rotapro and 2.0mm rotapro were selected for use. During the procedure, with doctor aoyama, a 1.5mm rotapro was advance at 180,000rpm. However, upon five sessions, the speed has reduced to 2,000rpm and the advancer move all the way to the right and stopped within the calcified area without completely crossing the lesion with the speed continuously dropping. The device was pulled gently on the proximal part up to the guide, but resistance was felt upon insertion. Imaging shows the burr remained and got separated. Since the wire was not cut, the device was removed by simply pulling the wire out. Doctor miyazaki changed the burr size to 2.0mm rotapro and was advanced to 180,000rpm until seven session and lower down to 6,000rpm. Upon increasing the ablation, the burr got completely struck at the stenosis site after 1,000rpm drop. Since this part was near the ostium part, the burr was pulled proximally at the same time with the guide. However, a severe resistance was felt when pulled within the guide and got separated. It was confirmed that only the tip of rota was separated in a shape that the head has come off. Since there were no damage within the blood vessel and wire, the procedure continued and completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr catheter was returned connected to the advancer. Visual inspection of the device found that the coil was stretched and detached at the burr. The detached burr was found returned on the returned rotawire and was able to be removed from the wire without issue or resistance.

Event description:
It was reported that the burr got stuck and separated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 1.50mm rotapro and 2.0mm rotapro were selected for use. During the procedure, with doctor aoyama, a 1.5mm rotapro was advance at 180,000rpm. However, upon five sessions, the speed has reduced to 2,000rpm and the advancer move all the way to the right and stopped within the calcified area without completely crossing the lesion with the speed continuously dropping. The device was pulled gently on the proximal part up to the guide, but resistance was felt upon insertion. Imaging shows the burr remained and got separated. Since the wire was not cut, the device was removed by simply pulling the wire out. Doctor (B)(6) changed the burr size to 2.0mm rotapro and was advanced to 180,000rpm until seven session and lower down to 6,000rpm. Upon increasing the ablation, the burr got completely struck at the stenosis site after 1,000rpm drop. Since this part was near the ostium part, the burr was pulled proximally at the same time with the guide. However, a severe resistance was felt when pulled within the guide and got separated. It was confirmed that only the tip of rota was separated in a shape that the head has come off. Since there were no damage within the blood vessel and wire, the procedure continued and completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.